Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger ((B)(4)) found that it had a broken connector pin. Fdd (B)(4) applies to the ins ((B)(4)) fdd (B)(4) apply to the desktop charger ((B)(4)) all fdm and fdr codes apply to the desktop charger ((B)(4)) fdc applies to the ins ((B)(4)) fdc applies to the desktop charger ((B)(4)).

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and post-lumbar laminectomy syndrome. It was reported that the patient's desktop charger (dtc) connector pin was loose and that the ins recharger (insr) would not charge or show the plug icon when plugged in. It was also reported that the ins had been working pretty well for the patient but the day prior to the report it stopped working. The rep checked the device and found that it was discharged. The rep tried charging the insr with another dtc but it still would not charge successfully, and it was noted that also have loose female connector pins. The insr initially went from empty to 25% charge and then back to empty, with no plug icon. A new dtc and insr were sent to the patient. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.